Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was used with a bd product named alaris and during infusion wth alaris se there has been an adverse event with leakage of vesicant medication ( epirubicin). Medication: 1ondasetron 8mg; desametason 16mg in 100ml saline solution. Ev infusion tim.15 min 2 sodio cloruro 0,9% 100 ml . Ev infusion time : 15 min. 3 epiribicin 75mg/mq ( vesicant medication) in 250ml saline solution . Ev infusion time : 15min. Therapy stopped because the leakage.